Event description:
It has been reported that the occlusion balloon deflated unexpectedly during the procedure. The physician inserted the occlusion balloon wire into the patient and advanced to the distal vessel and inflated to occlude the vessel. The physician inserted a pre-dilitation balloon and dilated the vessel. The physician inserted a 2.5x20mm dilitation balloon and inflated it to 4 atms and dilated the vessel. The physician then deflated the dilitation balloon and repositioned to dilate the proximal lesion to 6 atms. The physician inserted the aspiration catheter and aspirated the vessel. After the physician aspirated the vessel he noticed that the occlusion balloon had deflated unexpectedly. The device was removed and replaced with a second device to continue the case. The case was completed successfully and the patient is reported to be fine.